Event description:
The user facility reported the following: the guidewire of a triple lumen catheter unraveled in patient while being removed. The coil was removed without intervention or incident. No variance report was issued. The guidewire is not manufactured by b/braun medical but by lake region medical, inc.